Event description:
A report was received that the patients device was not providing adequate pain relief. The patient underwent an explant.

Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 339603/15061994. Model/catalog description: linear st lead kit 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patients device was not providing adequate pain relief. The patient underwent an explant.

Event description:
A report was received that the patients device was not providing adequate pain relief. The patient underwent an explant.